Event description:
The customer reported that the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 04feb2019 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device won't turn on / off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the front case. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/04/2019 to the present date 01/14/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the key pad. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys 1120033. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device won't turn on/off. There was no patient involvement.